Event description:
It was reported that a patient presented to the clinic for a system implant procedure on (B)(6) 2022. Prior to the procedure, it was noted that the helix on the right ventricular lead intended to be used would not extend properly. It was also noted that the helix tool did not seem to fit properly. A new lead was used and implanted without further consequences. The patient was stable throughout.

Manufacturer narrative:
The reported event of helix issue was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and free of blood and tissue. The helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. Visual and x-ray examination did not find any anomalies.